Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-03856. All information can be found under manufacturer report number 1314492-2022-03856. Should additional relevant information become available, a supplemental report will be submitted.